Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that while using the infusion device, the patient noticed the vibra-alarm on the device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
No e7 was found in the history list. The vibra was tested within the short test and is without function. An internal defect of the vibrator led to the problem.